Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-29. H.6. Investigation summary : 35 sealed 31g x 8mm pen needle samples were returned from lot. No. 8352673, cat. No.320499. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: clog testing was carried out on the 35 sealed samples as per tp700483 and no issues were observed. Root cause description: no issues were observed on the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that needle are clogged with a bd pen needle 31x8. The following information was provided by the initial reporter: the needles are clogged.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that needle are clogged with a bd pen needle 31x8. The following information was provided by the initial reporter: the needles are clogged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle are clogged with a bd pen needle 31x8. The following information was provided by the initial reporter: the needles are clogged.